Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found.

Event description:
Boston scientific crm rec'd and reported the following info: "there was an infection that took place with a pt that had a medical device."